Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and confirmed the failure in the fault logs. To resolve the issue, the fse replaced the scroll compressor. The unit passed all functional and safety checks to factory specifications.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) displayed a power-up test failures code #14. The unit was swapped out for another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Corrected fields: b5, h6 (patient codes and device codes).

Event description:
It was reported that during set-up of the cardiosave intra-aortic balloon pump (iabp) and prior to use on a patient, the iabp displayed "power-up test fails code #14'. The iabp unit was swapped out for another to continue therapy. No patient harm, serious injury or adverse event was reported.